Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 5: reference MFR. Report#: 1627487-2019-02813. Reference MFR. Report#:1627487-2019-02814. Reference MFR. Report#:1627487-2019-02815. Reference MFR. Report#:1627487-2019-02816. It was reported that the patient experienced an infection. As a result, the patient's system was explanted in (B)(6) 2017 ( the exact date of surgery is unknown). It was unknown if the infection was resolved, however the patient has (B)(6) during the scs re-implantation.

Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2019-02813; reference MFR. Report#:1627487-2019-02814; reference MFR. Report#:1627487-2019-02815; reference MFR. Report#:1627487-2019-02816.